Manufacturer narrative:
The user reported that the cgm system showed results that were different from glucometer measurements. Initial escalation analysis determined that the sensor had deviated from normal behavior, thus a sensor replacement was approved., the sensor was received for further investigation. Upon receipt, it was observed that the sensor had a significant portion of hydrogel missing over the optics, which is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps. The sensor was tested in-house for its functional performance; however, the test result was inconclusive due to the missing hydrogel. However, a review of the sensor data in dms showed an instability in the reference channel which coincided with the sensor glucose inaccuracies observed. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in-vivo state of the sensor hydrogel which is not reproduced in the lab. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 09 december 2024. G3 date received by the manufacturer? 09 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.